Event description:
It was reported that the programmer was having trouble "finding" implanted devices. The programmer head was changed out two timesbut the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was out of electrical specification. It was also noted that the stylus tip was separated from the main body.